Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of no aspiration due to occlusion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information could be confirmed; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint issue cannot be determined as no reusable handpiece sample was returned; therefore, specific action with regard to this complaint cannot be taken. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that an ophthalmic handpiece was blocked after aspirating for a while during cataract surgery and no longer able to aspirate. The surgery was completed on the same day. Details of patient harm was not reported. This report pertains to handpiece involved in this reported event.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (irrigation and aspiration handpiece was blocked and no longer able to aspirate) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2523835-2024-01879. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.